Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline re-routing procedure in (B)(6) 2018 wherein the outer coating of the driveline was damaged. The patient was admitted on (B)(6) 2018. The patient underwent the driveline re-routing procedure on (B)(6) 2018. The patient underwent the driveline re-routing procedure because he had a persistent driveline infection and did not want a pump exchange. The damage to the outer coating of the driveline did not cause any alarms or other issues. The patient was asymptomatic. The patient was doing well at his baseline. Treatment/plan of care was to continue routine follow-ups in the clinic.

Event description:
The patient's infection has been under control with suppressive oral antibiotics. The patient no longer has a tunneled line or a wound vacuum. The patient is stable and doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The hmii lvas IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing this event.